Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The device was received with minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed and customer stated that they are getting a button error alarm. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.